Event description:
Reported due to posterior foot break found during device analysis. Report received from analysis of the perclose proglide device that the posterior foot was broken and not returned with the device. Reportedly, the operator attempted an arteriotomy closure with the device following an unknown procedure. A cuff miss occurred, so the device was removed and hemostasis was achieved with a second proglide device. There were no reported patient complications.